Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodged and remained on the delivery catheter. A 4.00 x 8 synergy ii drug-eluting stent was advanced to treat the lesion. When the device was removed from the patient, it was noted that the stent was dislodged; however, remained on the shaft. The device was easily removed and the procedure was completed with a different device. No patient complications were reported and their was no patient harm.